Manufacturer narrative:
The device was received for evaluation. During functional testing, "shutdown without user input" was reproduced. A review of the event history log revealed ¿improper shutdown!¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged standard battery. The standard battery requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown issue. This occurred during programming/setup in medicine ii. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.